Event description:
It was reported that during a case, the power went out. Upon power coming back on, a new probe was opened and attached to the controller. Once connected, sparks were seen coming out of the end of the probe. No patient or user complications were reported as a result of the event. The procedure was completed using a backup controller.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.